Event description:
During code, zoll defibrillator pads applied to patient. Monitor indicated deeper and faster compressions needed; however, arterial line indicated good waveform and adequate blood pressure. Pads removed and CPR continued. Manufacturer response for pediatric CPR defibrillator pads, onestep pediatric CPR (per site reporter): pending.